Event description:
Report rec'd of the device continuing to deliver at the programmed rate after volume to be infused (vtbi) was completed. The pump was being tested in routine preventative maintenance testing. The device was programmed with a secondary rate of 500ml/hr with a secondary vtbi of 10ml and a primary rate of 500ml with a primary vtbi of 10ml. It was reported that the secondary vtbi completed without incident and switched over to the primary infusion. When the primary vtbi was complete, the pump alarmed that the primary vtbi was complete, but the customer reported that the pump "sounded" like it was still delivering at the set rate of 500ml/hr. There was no pt involvement and no reports of any adverse pt event while the device was in clinical use.